Event description:
It was reported that the arctic sun device screen stayed black, only beeps on startup. Per review of wo on 05oct2023, there was no patient involvement. Per evaluation results completed on 16oct2023, it was reported that during visual inspection of an arctic sun device, connecting new control panel assembly and functional test. It was reported that they could reproduce customer error. Device did not boot up and screen stayed black, only beeps on startup. The problem was caused by a broken control panel assembly. When they plugged in a new one the display goes on and system started up normal. The device did not fill up complete. They changed the fill tube. Now the device was filling up a little bit till it got 3 marks and then it stopped filling and thought the circulation pump was bad. This could be caused by the 3937 work hours and 3555 pump hours. So probably also an 2000h maintenance needs to be done. With just enough water in the tank they performed a functional test. It passed the functional test.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause is inadequate cleaning and maintenance. However, this cannot be confirmed. The device was evaluated upon receipt, device did not fill up complete. Replaced fill tube. The device passed functional testing. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information. External surfaces ¿ clean the exterior body of the control module, fluid delivery lines, power cords and temperature cables using a soft cloth and mild detergent or disinfectant according to hospital protocol. Condenser ¿ a dirty chiller condenser will significantly reduce the cooling capacity of the control module. ¿ to clean the condenser, wipe the dust from the exterior grill using a soft cloth. Depending on the quality of your institution¿s air, periodically remove the back cover and vacuum or brush the condenser fins. At a minimum the condenser fins should be cleaned annually. Maintenance activities should be performed by qualified personnel. Device inspection ¿ periodically inspect the external areas of the device for damaged, loose or missing parts, and frayed or twisted power cords and cables. ¿ discontinue using the device displaying one or more of the above conditions until the problem is corrected and has been verified to be operating correctly. Replenish internal cleaning solution contact customer service to order internal cleaning solution. For information regarding safe handling please refer to http://www.medivance.com/manuals for the cleaning solution sds. To replenish the internal cleaning solution: 1) drain the reservoir. ¿ turn control module power off. ¿ attach the drain line to the two drain valves on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. ¿ from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿ the fill reservoir screen will appear. Follow the directions on the screen. ¿ add one vial of arctic sun¿ temperature management system cleaning solution to the first bottle of sterile water. ¿ the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. ¿ when the fill reservoir process is complete, the screen will close. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistant pouch provided." Correction: h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device screen stayed black, only beeps on startup. Per review of wo on 05oct2023, there was no patient involvement. Per evaluation results completed on 16oct2023, it was reported that during visual inspection of an arctic sun device, connecting new control panel assembly and functional test. It was reported that they could reproduce customer error. Device did not boot up and screen stayed black, only beeps on startup. The problem was caused by a broken control panel assembly. When they plugged in a new one the display goes on and system started up normal. The device did not fill up complete. They changed the fill tube. Now the device was filling up a little bit till it got 3 marks and then it stopped filling and thought the circulation pump was bad. This could be caused by the 3937 work hours and 3555 pump hours. So probably also an 2000h maintenance needs to be done. With just enough water in the tank they performed a functional test. It passed the functional test.